Event description:
It was reported that this lead was not successfully implanted due to a product performance anomaly. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was not successfully implanted due to a product performance anomaly. This lead was never in service. No adverse patient effects were reported. Additional information from the field indicates that after the patient was closed up, the lead experienced loss of capture. Through fluoroscopy, it was discovered the lead had dislodged. The lead was replaced with a non-boston scientific lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements <<throughout these tests>> were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. <<laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.>>

Event description:
It was reported that this lead was not successfully implanted due to a product performance anomaly. This lead was never in service. No adverse patient effects were reported. Additional information from the field indicates that after the patient was closed up, the lead experienced loss of capture. Through fluoroscopy, it was discovered the lead had dislodged. The lead was replaced with a non-boston scientific lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h10: additional MFR narrative upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this lead was not successfully implanted due to a product performance anomaly. This lead was never in service. No adverse patient effects were reported. Additional information from the field indicates that after the patient was closed up, the lead experienced loss of capture. Through fluoroscopy, it was discovered the lead had dislodged. The lead was replaced with a non-boston scientific lead. No additional adverse patient effects were reported.